Event description:
It was reported that this patient's right ventricular lead showed high shock impedance out-of-range after it's previous cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. Technical services (ts) reviewed the case and recommended troubleshooting to ensure this was not an electromagnetic interference issue. Ts also suspected a previously unknown conductor issue that was exacerbated once the patient's crt-d was removed. Additional information was received, which indicated the out of range shock impedances were isolated to the proximal shocking coil. The physician elected to leave the rv lead implanted and reprogram the shock vector to use the distal coil as the shock impedances were within normal limits. This lead remains in service and no adverse patient effects were reported.